Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that after implantation, defibrillation threshold testing was unsuccessful in terminating the induced vf episode. The lead was removed and replaced with a dual coil lead. There were no adverse consequences.